Event description:
"E" was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("cramps/ pinpricks sensation in the pelvic area") and uterine polyp ("polyp of 3 cm") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain ("lumbar pain with several sciatic processes"), alopecia ("loss hair"), arthralgia ("left hip pain, joint pains in hands arms, and shoulders") and sciatica ("lumbar pain with several sciatic processes"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant), pain ("pain in all the body, 24 hours a day"), vaginal haemorrhage ("vaginal hemorrhages with clots for more than 20 days monthly"), abdominal distension ("abdominal swelling as if in pregnancy"), allergy to metals ("sensitization to metals"), pruritus ("itching"), urticaria ("hives in all the body"), headache ("very strong headaches"), insomnia ("insomnia"), tinnitus ("loud ringing of ears"), fatigue ("extreme tiredness"), tooth loss ("loss of teeth"), pain in extremity ("very strong pain in legs"), depression ("depression"), abnormal weight gain ("excessive weight gain"), visual impairment ("loss of vision"), hypoaesthesia ("loss of sensitization in right thigh"), vitamin d abnormal ("loss of ability to assimilate vitamin d"), amnesia ("memory loss"), vascular rupture ("broken blood vessels inside the hands and legs"), conjunctival haemorrhage ("broken blood vessels in the eyes") and premature menopause ("early menopause"). The patient was treated with opioids, metamizole magnesium (nolotil), surgery (fallopian tube extirpation with essure removal) and surgery (polyp extirpation in 2016). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine polyp, pain, vaginal haemorrhage, abdominal distension, allergy to metals, back pain, pruritus, urticaria, headache, alopecia, arthralgia, sciatica, insomnia, tinnitus, fatigue, tooth loss, pain in extremity, depression, abnormal weight gain, visual impairment, hypoaesthesia, vitamin d abnormal, amnesia, vascular rupture and conjunctival haemorrhage had resolved and the premature menopause had not resolved. The reporter considered abdominal distension, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, back pain, conjunctival haemorrhage, depression, fatigue, headache, hypoaesthesia, insomnia, pain, pain in extremity, pelvic pain, premature menopause, pruritus, sciatica, tinnitus, tooth loss, urticaria, uterine polyp, vaginal haemorrhage, vascular rupture, visual impairment and vitamin d abnormal to be related to essure. The reporter commented: the patient reported that she was affected by essure. One month after the product insertion she started with massive hair loss, then she started with left hip pain, joint pains in hands arms and shoulders, and lumbar pain with several sciatic processes. She did not present rheumatism or osteoarthritis but all the symptoms were compatible. Then, she started with insomnia, loud ringing of ears, very strong headaches, extreme tiredness, vaginal hemorrhages for more than 20 days monthly in most of cases with clots, a polyp of 3 cm caused by the same irregularities that were excised in 2016. In addition, she reported loss of teeth, itching and hives in all the body, punctures in the pelvic area and continuous pain in all the body 24 hours a day. The patient reported broken vessels on hands, legs and eyes, very strong pain in legs, cramps, depression, excessive weight gain, abdominal swelling as if in pregnancy, and loss of sensitization in right thigh, loss of ability to assimilate vitamin d, memory loss, and loss of vision. She had the mentioned symptoms for around 5 years which increased until the intake of morphine derivate. On (B)(6) 2017, the patient underwent a fallopian tubes extirpation with essure inside. Once essure was removed, she had recovered almost all her daily activities, although the loss of her fallopian tubes caused early menopause. The patient continues to perform tests to exclude product remnants. She commented the metal allergy test evidenced negative results, however she developed a severe sensitization to them. She commented she was not informed about the adverse reaction or about the product composition. Diagnostic results: tests are still performed to exclude the presence of essure remnants in the body. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 10-jul-2018 for the following meddra pt (excluding this case): pelvic pain: 11694 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("cramps/ pinpricks sensation in the pelvic area") and uterine polyp ("polyp of 3 cm") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In march 2012, the patient experienced back pain ("lumbar pain with several sciatic processes"), alopecia ("loss hair"), arthralgia ("left hip pain, joint pains in hands arms, and shoulders") and sciatica ("lumbar pain with several sciatic processes"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant), pain ("pain in all the body, 24 hours a day"), vaginal haemorrhage ("vaginal hemorrhages with clots for more than 20 days monthly"), abdominal distension ("abdominal swelling as if in pregnancy"), allergy to metals ("sensitization to metals"), pruritus ("itching"), urticaria ("hives in all the body"), headache ("very strong headaches"), insomnia ("insomnia"), tinnitus ("loud ringing of ears"), fatigue ("extreme tiredness"), tooth loss ("loss of teeth"), pain in extremity ("very strong pain in legs"), depression ("depression"), abnormal weight gain ("excessive weight gain"), visual impairment ("loss of vision"), hypoaesthesia ("loss of sensitization in right thigh"), vitamin d abnormal ("loss of ability to assimilate vitamin d"), amnesia ("memory loss"), vascular rupture ("broken blood vessels inside the hands and legs"), conjunctival haemorrhage ("broken blood vessels in the eyes") and premature menopause ("early menopause"). The patient was treated with morphinan derivatives, metamizole magnesium (nolotil), surgery (fallopian tube extirpation with essure removal) and surgery (polyp extirpation in 2016). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, uterine polyp, pain, vaginal haemorrhage, abdominal distension, allergy to metals, back pain, pruritus, urticaria, headache, alopecia, arthralgia, sciatica, insomnia, tinnitus, fatigue, tooth loss, pain in extremity, depression, abnormal weight gain, visual impairment, hypoaesthesia, vitamin d abnormal, amnesia, vascular rupture and conjunctival haemorrhage had resolved and the premature menopause had not resolved. The reporter considered abdominal distension, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, back pain, conjunctival haemorrhage, depression, fatigue, headache, hypoaesthesia, insomnia, pain, pain in extremity, pelvic pain, premature menopause, pruritus, sciatica, tinnitus, tooth loss, urticaria, uterine polyp, vaginal haemorrhage, vascular rupture, visual impairment and vitamin d abnormal to be related to essure. The reporter commented: the patient reported that she was affected by essure. One month after the product insertion she started with massive hair loss, then she started with left hip pain, joint pains in hands arms and shoulders, and lumbar pain with several sciatic processes. She did not present rheumatism or osteoarthritis but all the symptoms were compatible. Then, she started with insomnia, loud ringing of ears, very strong headaches, extreme tiredness, vaginal hemorrhages for more than 20 days monthly in most of cases with clots, a polyp of 3 cm caused by the same irregularities that were excised in 2016. In addition, she reported loss of teeth, itching and hives in all the body, punctures in the pelvic area and continuous pain in all the body 24 hours a day. The patient reported broken vessels on hands, legs and eyes, very strong pain in legs, cramps, depression, excessive weight gain, abdominal swelling as if in pregnancy, and loss of sensitization in right thigh, loss of ability to assimilate vitamin d, memory loss, and loss of vision. She had the mentioned symptoms for around 5 years which increased until the intake of morphine derivate. On (B)(6)2017, the patient underwent a fallopian tubes extirpation with essure inside. Once essure was removed, she had recovered almost all her daily activities, although the loss of her fallopian tubes caused early menopause. The patient continues to perform tests to exclude product remnants. She commented the metal allergy test evidenced negative results, however she developed a severe sensitization to them. She commented she was not informed about the adverse reaction or about the product composition. Diagnostic results: tests are still performed to exclude the presence of essure remnants in the body. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt (excluding this case): pelvic pain: 12.005 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.